Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ excessive carry over occurred. The following information was provided by the initial reporter that there was an excessive carry over.

Manufacturer narrative:
H.6 investigation summary . Scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518, serial # (B)(6). Problem statement: customer reported a complaint regarding excessive carryover. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 663518. Date range from 01aug2021 to 01aug2022. Complaint trend: there are 6 complaints related to the issue of carryover caused by a clogged, dirty, or blocked component for part # 663518. Date range from 01aug2021 to 01aug2022. Manufacturing device history record (DHR) review: DHR part # 663518, serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, and the root cause of carryover was determined to be pinched or ¿kinked¿ valve v8 tubing. Valve v8 and its tubing connects the sample injection tube (sit) to the aspirator pump, which aspirates waste from the sample line. Therefore, pinched v8 tubing may prevent complete aspiration/rinsing of the sit and cause flow rate and backflow issues. In response to the customer¿s complaint of excessive carryover, the issue was escalated to the global service engineering team and an escalation-type work order ((B)(4)) was opened. The fse (field service engineer) confirmed the issue, replaced the silicone valve v8 tubing, sit waste tubing, and the sit fitting, and performed a sit flush check. It was determined that replacing the pinched valve v8 tubing resolved the issue. Sit drip occurred again on 21-oct-2022, and was resolved by massaging/rolling out the pinch valve tubing to remove the ¿kink¿ and re-inserting it. This instrument is currently functioning as expected and is in use by the customer, but will continue to be monitored for any recurrence of carryover. Any future carryover will be resolved by replacing or massaging the valve v8 silicone tubing to remove the ¿kink¿. Meanwhile, the product engineering team at bd will look into this issue as part of the fluidic bucket project for facslyric instruments. No parts were requested for evaluation as the replaced parts are consumable/not returnable and were discarded. Although the unexpected results were from patient samples for clinical use, no users or patients were harmed or injured due to the carryover and there was no delay in patient treatment. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 01/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (b)() , case # (B)(6). Install date: 24feb2020. Defective part number: n/a. Work order notes: o subject / reported: excessive carry over. O problem description: excessive carry over. O (2022-08-23 15:08:25 gmt) sit dripping/sample carryover poa: part replacement (silicone v8 tubing, orange sit waste tubing, black sit fitting) and sit flush mode check (flushing volume, aspiration pump performance) should be executed. O (2022-10-25 13:30:29 gmt) sit drip occurred on 10-21. Fixed by removing tubing from pinch valve, rub and reinsert. Fse will check and reset all v8 tubing on all 3 lyrics ~2 weeks. O (2022-12-02 17:56:08 gmt) continuing to monitor. Issue has reoccurred on some instruments and required fse to replace or removing kink on silicone tubing. Product engineering team is looking into this issue as part of the lyric fluidic bucket project. ¿ returned sample evaluation: a return sample was not requested for evaluation because the replaced part is consumable/not returnable and was discarded. ¿ risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O azure ID: (B)(4). O hazard: incorrect output for samples up to 1.5ml or less. O cause: sample carryover error - fluidic. O harmful effects: events appear in wrong tube (false positive result). O residual probability: 1. O residual severity: 3. O residual risk index: 3. ¿ root cause: based on the investigation results, the root cause was pinched valve v8 tubing. ¿ conclusion: based on the investigation results, the root cause of the customer experiencing carryover issues on the facslyric was determined to be pinched valve v8 tubing. As part of the escalation work order ((B)(4)), the fse confirmed the issue and replaced the silicone valve v8 tubing, sit waste tubing, and the sit fitting, which resolved the carryover. This instrument is currently functioning as expected and is in use by the customer, but will continue to be monitored for any recurrence of carryover. Any recurrence will be resolved by replacing or massaging the valve v8 tubing to remove the ¿kink¿, and this issue will be investigated by the product engineering team at bd as part of the fluidic bucket project for facslyric instruments. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. No one was harmed or injured, and no medical diagnosis or treatment was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.

Event description:
It was reported that while using bd facslyric¿ excessive carry over occurred. The following information was provided by the initial reporter that there was an excessive carry over.